Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2025 by the journal of bone and joint surgery, titled ¿high failure rates of polyethylene glenoid components in stemless anatomic total shoulder arthroplasty for primary and secondary oa ". The study reviewed one hundred ninety-seven (197) patients who underwent anatomic total shoulder arthroplasty (atsa), using eclipse (arthrex) and cemented pegged all-polyethylene glenoid (arthrex), to address primary or secondary glenohumeral osteoarthritis. During the twenty-four (24) month follow-up period, three (3) patients experienced low-grade infection leading to revision.. Source: kraus m, lazaridou a, warnhoff m, et al. High failure rates of polyethylene glenoid components in stemless anatomic total shoulder arthroplasty for primary and secondary oa. Jbjs. 2021:10.2106.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.